Event description:
Customer reported a collimator stuck error and greyed out images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired broken wires. System operates as intended. This MDR is related to ge healthcare complaint number.